Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead was reprogrammed and remains in use. The patient is enrolled in the systems longevity study (sls). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model d224trk, implantable cardioverter defibrillator (ICD), implanted 2011-(B)(6); model 6944 implantable tachy lead, implanted (B)(6); model 5076 implantable pacing lead, implanted 2011-(B)(6). (B)(4).